Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast reconstruction revision procedure with a mentor ce low height te 450cc tissue expander developed deflation in her left breast. As a result patient had the device replaced with cat#:3548123, sn: unknown on (B)(6) 2020.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that the ce low height te 450cc tissue expander was found to have a tear on the union between shell and patch on the anterior view. A microscopic examination was performed and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).